Event description:
A malfunction alarm, identified as malfunction 16, was reported by a distributor associated with air liquide healthcare in ireland. There was no adverse impact on the customer's blood glucose level, and the level did not exceed 500 mg/dl (27.7 mmol/l). As a corrective action, it was determined that the pump would be replaced by the technical support team since it was under warranty. The customer was instructed on how to switch the pump to storage mode and agreed to return the malfunctioning pump using a pre-paid label within 10 days.